Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, upon completion of the surgery, a blue piece of plastic was found on the patient's liver. It is assumed the object is a piece of the trocar/cannula. The piece was removed without difficulty. No patient injury was reported. Procedure completed without incident. Patient gender and age are unknown.